Event description:
The infant was approx 1 hr old and had been moved to the nursery. Upon routine charting it was noticed that blood was leaking through the infant's wrapper. The clamp was examined and determined to have partically opened. The delivery was normal, however, there was not much cord left to place another clamp. Cbc was taken and inflant was later released to go home.